Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the excel 36khz straight handpiece (c2602) did not recognize the handpiece after 2 hours of use. It stated that a check was performed according to the protocol and the handpiece gave an error; the amplitude presented a maximum value of 30%. The patient was prepped for a brain tumor removal surgery. The alleged failure resulted in 2 hours delay in surgery and increased anesthesia time. The surgery was not successful in removing the brain tumor; however, no patient injury was reported.

Event description:
N/a.

Manufacturer narrative:
Excel 36khz straight handpiece (c2602) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot/serial number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. Based on the customer reported failure ¿don't recognize the handpiece after 2 hours of use ¿ it is possible this complaint was as a result of a connection issue. However, without testing it is not possible to verify. Should the product be returned for analysis the complaint will be reopened and evaluation will be completed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.